Event description:
A patient became entrapped in zone 5, between the left head siderail and the left foot siderail. The pt's feet were on the ground and the pt's chest was between the siderails. The pt was not injured.